Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was cracked and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the complaint of a cracked display was not duplicated. The pump¿s display lens was observed to be scratched, which has no effect on insulin delivery function. Unrelated to the complaint, the ok keypad button was found to have no spring back during testing. The keypad cover was removed and the contact was found to be hyper sensitive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.